Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
A customer reported that the patient's transfer set came apart during the night (while on the homechoice) at the proximal end of the transfer set. It was the transfer set that came apart and not the connection between the transfer set and the titanium adaptor. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection confirmed for the reported problem of separated tubing to connector. The root cause could not be determined.